Event description:
It was reported that approx. 99 months after the implantation, the doctor noticed an insulation damage in the lead during the ICD replacement procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 31.5cm distal to the is1 connector pin. A proximal and a distal lead fragment were received for analysis. A medial fragment (approximately 2cm length) was probably not returned. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis revealed that the insulation was found abraded through 2.5cm distal to the df1 connector pin, which is assumed to be the root cause of the observed insulation defect mentioned in the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a deformed rv shock coil, most likely occurred during the extraction procedure due to applied mechanical forces. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.